Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead warning triggered on the low-voltage lead and low impedance was observed. It was also noted the pacing impedance had been gradually decreasing and the patient would continue to be monitored. No patient complications have been reported as a result of this event.